Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and it also did not deliver pacing when required. The patient underwent a revision procedure and this product was repositioned. However, the issue remained unresolved resulting to the product to be explanted and replaced with a new lead. No adverse patient effects were reported.

Event description:
Additional information received from the field representative indicated that the clinical observations were due to lead dislodgment. There were no periods of asystole of greater than 2 seconds for the patient. The lead is to be returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.